Event description:
The customer reported his blood glucose and insulin history. The pod was removed and he observed that the cannula was never deployed.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product met all acceptance criteria.